Manufacturer narrative:
Continuation of d10: product ID :3889-28, lot#: (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 15-sep-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. It was reported, that when they had the replacement procedure on (B)(6) 2013. The doctor at the time, told them the lead electrode was fractured and they could not remove it. And had to implant the new lead on the right side. On (B)(6) 2024, the patient stated, when they had the second interstim system implanted, the manufacturing representative (rep) was in the operating room. And before they were put under, the patient was told by the doctor and the rep that they had to put a lead on the opposite side (the right side), because the initial lead had a "minor defect. A split" in it. It was noted, that during the removal of their third implant the hcp was not able to remove the original lead (implanted in 2008). Which was still in the body.